Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product not returned. Data logs show pump was used on 3 consoles. The 5s parameters are different on each console with no clear optical failures patterns noted. Signal not reliable is variable on all 3 consoles with the most widespread on the last console with the noisiest contrast as well. On all 3 consoles there are suction alarms and a few placement signal spikes. The root cause of the optical signal issue was not determined since no product was returned. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. A ¿placement signal not reliable¿ alarm occurred. The sensor was working intermittently and normal waveforms and metrics were shown followed by unreliable artifact. The pump remained on until the pump was successfully weaned and explanted. There was no reported harm or injury to the patient.